Event description:
Customer states that she processed an olympus scope for the first time and the paint on the scope is bubbling and chipping. The customer states that is a brand new scope and this is the first time she processed this scope in the sterrad.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The mdm (medical device manufacturer) stated that if there was a white marking on the scope, then the device was approved for processing in the sterrad nx. Photos received showed that the scope had a white line on the control section, indicating the scopes were recommended for sterrad nx processing. The root cause of this report is inclusive. The customer followed the manufacturer's instructions and put the eto cap on the scope during processing. The customer claimed they rinsed and dried the scope and it was not influenced by the cleaner.